Manufacturer narrative:
The investigation for the high purge pressure has been completed. The data logs indicate there were motor current spikes one minute after starting the pump and the purge pressure immediately rises. It rises for 8 minutes until it triggers high purge pressure alarms. Troubleshooting is done by replacing the cassette, but it remains high. The case lasts for 32 minutes and then the pump is explanted. Data logs confirm priming was complete and the pump is started a minute after. The returned pump had biomaterial in the purge gap. High purge pressure reproduced. There was a blockage isolated to the motor and the purge line was seen to be an amber color indicating there was blood in the line. The pump was torn down and biomaterial was seen inside the motor. The root cause of the high purge pressure is due to biomaterial based on data log and product analysis. Instructions for use for the impella cp with smartassist for use during cardiogenic shock states the following: section: troubleshooting the purge system: ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The user facility reported an impella cp device was pre-operatively implanted in a patient for mechanical circulatory support during a high-risk surgery and high purge pressure was encountered. The patient was presented to the hospital due to suspected acute coronary syndrome and multiple branch lesions. Ventricular septal perforation was discovered and the impella cp device was implanted. Immediately after the impella cp pump was turned on, the purge blockage alarm sounded. The purge cassette was replaced without resolution. Consequently, the impella cp device was explanted and replaced. The patient remained on support for approximately nine days before expiring due to multiple organ failure. There is not enough evidence to exclude the impella as an associated factor in the patient's outcome. The first 30 minutes temporary impede of adequate support with the initially placed pump cannot be ruled out as a contributing factor. However, it is noted, recognized the replacement pump was inserted (used without issues), and the patient subsequently died nine days later because of multi-organ failure due to other premorbid conditions.